Event description:
Patient was revised to address femoral loosening at the bone/cement interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. No additional investigational inputs were obtained. Review of the supplied medical records stated the surgeon directly observed that with pressure to the component there was some microscopic loosening. The cement product lot code required in retrieving the device history records for reviewing and searching the warsaw and international complaint database by lot code was not provided. The investigation could not draw any conclusions about the root cause of the noted loosening based on the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.